Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device's alarm not functioning as expected was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that its alarm was not functioning as expected, noting that the device was displaying an 'internal battery low' alarm but that the audible alarm was silent. There were no reports of patient use associated with the reported event.